Event description:
Post valve deployment, difficulties were encountered during the withdrawal of the commander delivery system through the esheath. Following the withdrawal of the devices, vascular surgery was required to repair the artery. As reported by our affiliate in (B)(6), a 26mm edwards sapien 3 ultra transcatheter heart valve was deployed in the aortic position by the transfemoral approach. A 14fr esheath was inserted with no issues, then followed by the delivery system and valve, which was implanted successfully. Post valve deployment, upon retrieval of the delivery system through the sheath, resistance was felt for which the physician applied some force in order to retract the delivery system out of the sheath. This did not prove successful therefore everything was removed as a single unit (sheath and delivery system) out of the patient. At that time, the delivery system was seen 'peaking' out of a split of the sheath and part of the inner lining of the sheath was wrapped around the balloon shaft. The patient was transferred to the or for vascular surgery to repair the artery.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Update to d9 (device availability), h6 (type of investigation, investigation findings and investigation conclusions) and h10 to reflect device evaluation. This report is one of two manufacturer reports being reported for this case. Please reference related mfg. Report no. 2015691-2021-03489. The 26mm commander delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed the following: two kinks on the delivery system shaft and one kink on the proximal balloon shaft due to packaging, and delivery system distal tip stuck on distal portion of sheath liner. Functional and dimensional testing was not performed due to the nature of the complaint. The complaint was confirmed through visual inspection. During manufacturing all inspections are conducted on 100% of the units. The entire device is visually inspected and dimensionally testing during the manufacturing process. A device history records (DHR) review did not reveal any issues that could have contributed to the reported events. A review of lot history did not reveal other complaints relating to the reported event. The commander with sapien 3 and s3u canada IFU, commander with sapien ultra preparation manual and commander with sapien 3 ultra procedural manual were reviewed for instructions or guidance for proper use of the ultra delivery system. The procedural manual provides guidance on delivery system removal. Completely unflex the delivery system, ensure flex tip is still over the triple marker, ensure the balloon lock is locked, ensure the balloon is completely deflated, pull the entire delivery system through the sheath, and maintain guidewire position in the aorta. Patient injury could occur if the delivery system is not completely unflexed prior to removal. No IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for withdraw catheter through vasculature sheath was confirmed based on the condition of the returned devices. A manufacturing non-conformance was not confirmed during the evaluation. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of IFU/training materials revealed no deficiencies. Per the complaint description, 'a resistance was felt for which it was applied some force in order to retract the delivery system out of the esheath, but with unsuccessful result. The delivery system got stuck in the esheath seal, proximal to the distal tip.' Additionally, it was reported that 'after few minutes of the balloon deflation to ensure there was no retained,' which indicated the site was concerned the balloon was not fully deflated during the initial retrieval of the delivery system through sheath. Residual fluid left in the balloon after deflation increases the balloon diameter and can allow the balloon to interfere with the sheath tip during withdrawal. In this case, available information suggests that procedural factors (improper deflation, residual fluid) may have contributed to the complaint events. Without the return of applicable imagery, a conclusive root cause is unable to be determined. No labeling/IFU inadequacies were identified. A complaint history for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, neither corrective and preventative actions nor a pra are required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted based on an update of the root cause of the engineering evaluation. Section h10 of this report has been updated. Per the complaint description, 'a resistance was felt for which it was applied some force in order to retract the delivery system out of the esheath, but with unsuccessful result. The delivery system got stuck in the esheath seal, proximal to the distal tip.' The condition of the returned esheath revealed the liner was delaminated. Liner delamination is indicative of balloon interaction with the sheath upon delivery system withdrawal. If the delivery system had a non-coaxial withdrawal, the balloon may have caught on the sheath tip, contributing to the reported withdrawal difficulties. In this case, available information suggests that procedural factors (non-coaxial withdrawal) may have contributed to the complaint events. Without the return of applicable imagery, a conclusive root cause is unable to be determined. No labeling/IFU inadequacies were identified. A complaint history for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, neither corrective and preventative actions nor a pra are required at this time.